Manufacturer narrative:
Siemens filed the initial MDR 1219913-2015-00167 on november 9, 2015. On 03/07/2016 additional information: siemens received two patient samples (sample 1 and sample 2) for testing in-house. The patient samples were tested on the advia centaur xp and immulite 2000 platforms both neat and with hbt (heterophilic blocking tube) on both platforms. Toxoplasma m results (index advia centaur xp lot 259: sample 1- neat: 0.97 (equivocal) and 0.88 (nonreactive); hbt result: <0.10 and <0.10. Sample 2- neat: 1.01 (reactive) and 0.82 (nonreactive); hbt result: <0.10 and <0.10. Immulite 2000 lot d217: sample 1- neat: 0.361 and 0.329 (nonreactive); hbt result: 0.085 and 0.076. Sample 2- neat: 0.283 and 0.317 (nonreactive); hbt result: 0.056 and 0.055. The samples were nonreactive with the immulite 2000 toxoplasma igm assay. The data supports the possibility of an interference from heterophilic and/or non-specific binding antibodies. Based on the above testing and results, this is a sample specific issue. No further evaluation of the device is required. The IFU states in the limitations section: "human anti-mouse antibodies (hama) or heterophile antibodies may be present in samples from individuals exposed to mouse or animal immunoglobulins from natural sources or as part of disease therapies. These antibodies may interfere with the advia centaur toxo m assay and give falsely positive or falsely negative results. These samples should not be tested."

Manufacturer narrative:
The cause for the discordant toxo m results is unknown. Siemens healthcare diagnostics has requested the patient samples for further testing and investigation. The instrument is performing within specification. The IFU states in the interpretation of results section: for anti-t. Gondii igm negative result and anti-t. Gondii igg negative result, the interpretation is: "it is presumed the patient has not been infected with and is not undergoing an acute infection with t. Gondii. If symptoms persist, submit a new specimen within 3 weeks." For anti-t. Gondii igm positive result and anti-t. Gondii igg negative result, the interpretation is: "obtain a new specimen for further testing. The patient may or may not be acutely infected with t. Gondii. Since the igg antibodies to t. Gondii are negative, the specimen may have been obtained too early in the disease process for an accurate determination. Retest the new specimen with a different anti-t. Gondii igm assay. If the new specimen result is still positive for igm antibodies, the specimen should be sent to a reference laboratory with experience in the diagnosis of toxoplasmosis for further testing." The IFU states in the limitations section: "patient specimens collected very early during the acute phase of infection may contain toxoplasma igm levels below the cutoff of the advia centaur toxo m assay. Additionally, diagnosis of a recent infection should not be made based on a single sampling because igm antibodies to t. Gondii may persist in serum many months after infection. The presence of igm antibodies to t. Gondii is not diagnostic for recent infection." "In geographic regions that have an apparent low prevalence of toxoplasma igm in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive.9 as with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
Discordant advia centaur xp toxoplasma m (toxo m) results were obtained for samples from one patient. The patient tested negative on one sample with lot 253 and positive on the next sample with lot 256. The initial negative sample was repeated with lot 256 after thawing and the result was positive. Both samples were tested on lot 258 and the results were negative. Toxoplasma g (toxo g) results were all negative. Antibiotic treatment was provided when the positive toxoplasma m was reported to the physician. There was no report of adverse health consequences due to the discordant toxo m results.